Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformance noted. The events of seroma-late and capsular contracture baker grade iii are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and capsular contracture baker grade iii.

Event description:
Healthcare professional reporting capsular contracture (baker grade iii) and an effusion. Device has been explanted. This relates to the left side.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, d9, h2, h3, h6. Device evaluation: visual analysis of the returned device identified: weight to the spec, crease fold, green, wear abrasion, deformation. Cloudy was observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Healthcare professional reporting " capsular contracture (baker grade iii) and an effusion. Device has been explanted. This relates to the left side.